Event description:
After starting an IV, I attached the luer lock adapter to the angio cath, in order to collect a blood specimen. The luer lock adapter connected tightly to the angiocath, but did not stop the flow of blood. Blood continued to run out of the luer lock adapter while I was collecting the specimens and after, until I disconnected the luer lock adapter and attached the IV extension set tubing.